Event description:
After an implantation period of approximately 4 years, it was reported that the lead dislodged. The lead was extracted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. During the mechanical inspection a stylet could not be fully introduced and advanced within the leads lumen. The subsequent root cause analysis revealed the presence of coagulated blood in the leads lumen, which is assumed to be the root cause of the observed blockage. These blood residuals were most likely introduced into the lead during the surgery. Further analysis revealed that the insulation was found abraded through 24 cm distal to the df4 connector pin. The abrasion was consistent with exposure to constant friction against the generator housing. A thorough analysis of the lead did not reveal a definite root cause that might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.